Manufacturer narrative:
(B)(4). Evaluation of a non-incident sample found it to function normally and within specification. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that a piece of plastic from the tip fell off into the patient cavity. The piece was retrieved without any injury to the patient.